Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, or verify count down numbers anomaly due to blank display. Insulin pump had cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she inserts batteries but the insulin pump kept dying. The insulin pump starts shutting off with the numbers counting down. Customer's blood glucose level was 460 mg/dl. The customer treated her blood glucose level with needles. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.